Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. Evaluation of the submitted log file revealed that no unusual alarms or events were captured, and the pump appeared to function as intended. The patient remains ongoing on the heartmate ii lvas, (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 05nov2015. The heartmate ii lvas instructions for use (IFU) (rev. H) and the heartmate ii lvas patient handbook (rev. G) are currently available. Heartmate ii lvas IFU lists infection as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section provides information on controlling infection. Heartmate ii lvas patient handbook entitled ¿how your heart pump works¿ and entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with malaise, cough, fever, and a lack of energy. They were sent to the emergency department (ed) for further testing. The patient stated they drink 128-160 ounces of gatorade zero daily. Their b-type natriuretic peptide (bnp) was elevated, indicating some fluid overload. The patient denied alarms and log files contained only routine events. A computed tomography (CT) scan indicated fluid collection near the pump. The patient's blood cultures were positive for bacteria neisseria but the source of infection was unknown. The patient was given intravenous (IV) antibiotics. The patient was discharged per their wishes and was to have close follow up.